Manufacturer narrative:
(B)(4).  Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio downloaded the device's electronic records from the event for review. Physio was able to confirm that the shock was, in fact, delivered to the patient; however, the device delivered 308 joules and not the 360 joules which had been selected. Physio-control performed a clinical assessment of the event and determined that the device use did not contribute to the patient's outcome because effective defibrillation was provided to the patient. The one shock that was delivered converted the patient's rhythm out of ventricular fibrillation. The rhythm then remained non-shockable and no further shocks were attempted. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that during a cardiac arrest, the paramedic went to administer a shock to the patient; however, after pressing the shock button, a service indicator appeared and the paramedic did not believe the shock had been delivered.  A backup device was obtained with minimal delay and used to continue providing care to the patient.  The patient, a (B)(6) year-old male, did not survive the event.